Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. During the implant procedure, the surgeon noticed there was bleeding from the outflow graft connector. It was confirmed that the outflow graft ring was fully screwed in, but the space between the pump and the graft material was larger than usual. The surgeon decided to exchange the outflow graft. No consequences to the patient were reported. No further information was provided.

Manufacturer narrative:
Outflow graft. Examination of the sealed outflow graft revealed that the purple screw ring was out of position. Further examination of the graft hardware revealed that the c-ring was out of place and in the o-ring groove of the graft adapter, preventing a leak-tight connection with the pump's outflow. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have resulted in the separation of the screw ring from the graft adapter, allowing for the reported blood leak. The c-ring, o-ring, and screw ring were examined using a microscope which revealed no evidence of scratches or scoring to suggest that a tool may have been used on the graft hardware during device preparation. The remainder of the hardware was evaluated and also appeared unremarkable. A corrective and preventive action (CAPA 116613) was opened to investigate incidences of heartmate 3 outflow graft c-ring displacement. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.